Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; no chemistry observed on test strips. Qc investigation on 1/4/2018 resulted in defect found and the event was determined to be reportable. Final root cause investigation has been completed- no chemistry due to washed strips test strip (B)(4).

Event description:
Consumer reported complaint of e-0 error: invalid hematocrit. The error occurred with multiple strips. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Customer was unable to troubleshoot at time of initial call and stated he would call back. Customer followed up on that same day and blood test was performed and produced result of e-0. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 11/24/2018 and open vial date at time of initial call is two weeks. Adverse event not reported at time of call on (B)(6) 2017.